Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor - service code(s)/wrench code(s)) has been confirmed. Upon investigation, the monitor failed incoming testing and displayed a service code 110.. The cause for the failure was isolated to contamination on connector j1002aa & j1003aa on the defibrillation board. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids.